Manufacturer narrative:
The ge rep conducted an onsite investigation. The power supply voltage was adjusted. The system was tested and is now operating as intended.

Event description:
The customer reported that 6800 system locked up. No pt injury was reported.